Event description:
The depuy mitek rep. Reported that during a s.a.d. Case the cermaic portion of the electrode broke off into the pt. Although the surgeon expressed that there was no pt harm it is not known if the broke fragments were removed from the pt. This is the 2nd same issue at this facility in the same day. See 1221934-2004-00058.